Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:38:38. During night drain cycle five, the patient's ultrafiltration reading was 1370ml, indicating the home patient (hp) drained 1270ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1370 ml during therapy initiated on (B)(6) 2012 at 01:38:38, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. Review of the event log revealed the cycle 5 received a partial fill. Cycle 5 drain was completed on (B)(6) 2012 at 10:39:44 and the user's actual drain volume during cycle 5 was 3183 ml. The actual drain volume of 3183 ml is 144.7% of largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.